Manufacturer narrative:
The data for the positive run could not be found in the data provided. An overall assessment of the cobas liat analyzer was performed and concluded that the instrument performs as intended. Without data, a root cause of the discrepant result could not be determined, however the sample-to-sample variability could be a factor. Sample to sample variability can be due to the concentration of viral rna due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset; how sample was stored prior to testing (sample degradation); inadequate sample collection. Updated device code from false positive result to non reproducible results.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. A new sample was collected from the same patient and tested at a different facility on the cobas liat which yielded a negative result for all targets. The initial positive result was released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.